Event description:
Additional information was received that in late (B)(6) 2018, the rv lead was surgically abandoned and replaced due to high shock and pace lead impedance measurements. The device was also replaced during the same procedure. A new rv lead and crt-d were successfully implanted. No additional adverse patient effects were reported. The root cause for the out of range impedances was never confirmed. No x-rays were taken and additional lead testing was not performed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited an abrupt change in shock lead impedance measurements, greater than 200 ohms. This triggered a shock lead open alert (code 1005). Noise was observed on the rv pace/sense channel, which was oversensed by the device causing inappropriate anti-tachycardia pacing (atp) and one shock. Noise could be reproduced with isometrics and pocket manipulation. Pacing impedance measurements were also noted to be increased at 1200 ohms. The patient has an underlying rhythm and has not required shock therapy from the device previously. The patient's ejection fraction has also improved. The physician made the decision to not revise the system, rather turn off tachy mode to prevent further inappropriate therapy. No adverse patient effects were reported.